Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker detected low out-of-range right atrial (ra) lead pacing impedance measurement. Isometrics were successful in creating noise. The device was reprogrammed to bipolar and the device remains implanted.